Manufacturer narrative:
Analysis received the unit with button error alarm due to corroded keypad traces. There was no moisture damage found on the electronic or motor assemblies. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 4.3 mmol/l at the time of incident. The customer stated there is fluid under the lcd display. The customer stated there is a crack on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.